Event description:
Medtronic received a report that the solitaire stent would not detach. The patient was undergoing surgery for treatment of an ischemic stroke located in the middle cerebral artery (mca). It was noted the patient's vessel tortuosity was moderate. It was reported that after removing the thrombus with the stent, placed the stent and deployed it in situ. The stent could not be detached. It was reported there were detachment issues. The physician attempted to detach the stent 5 times with the detachment box for "2" each time. The condition of the detachment box and the detachment cable were brand new out of box. There was no damage to the detachment box observed. The catheter tip was located the standard distance away from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. The needle used during detachment was the standard size. The needle was placed in the muscle layer. The physician did use a new battery during the detachment. The detachment box display was as indicated in the IFU. The black cable was connected to the needle. The red cable was connected to the pusher wire. The pushwire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis of the solitaire fr stent revealed that the solitaire fr pusher was returned separated into two segments at ~159.5cm from the proximal end (~23.5cm from the distal end). The distal end of the solitaire fr pusher was found bent at multiple locations. The stent was found still attached to the pusher. The stent non-working and working length struts were found to be in good condition. The solitaire fr revascularization device could not be used for detachment testing due to its damaged condition. The solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via ductile overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.